Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to check the system for potential damage. The system was inspected for water damage, but no evidence of water intrusion was found in any of the carts. While checking the system, it was found that the right master tool manipulator (mtmr) was giving unrecoverable errors. In addition, the carriage on universal surgical manipulator 3 (usm3) was found to be loose. As a result, the mtm and the usm were replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci products to perform failure analysis. The usm was analyzed and the loose carriage issue was confirmed. The carriage assembly had excessive play due to a loose linear bearing which secures the carriage assembly onto the insertion rail. The insertion rail also failed inspection. The mtm was also analyzed and with no sign of water damage was detected. The mtm was installed onto a test system and powered up. Sine cycle and a test drive were performed without any issues identified.

Event description:
It was reported that the site had burst a pipe in the or and water was spraying on the system. The customer requested that a field service engineer inspect the system for damage. There was no report of patient involvement and no reported injury.